Event description:
Family member reported customer being hospitalizated due to high blood glucose levels. Customer was receiving "no delivery" alarms the day before hospitalization and never changed infusion set. Troubleshooting was performed and pump appeared to be functioning properly.